Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 64002, lot# n351854, product type adapter, product ID 3391s-40, lot# v556815, implanted: 2012-(B)(6), product type lead, product ID 3391s-40, lot# v556815, implanted: 2012-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37651, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had an ¿odd physical feeling¿ in their chest when they would charge up. It was stated at first it was uncomfortable but at the time of report it was painful. It was stated it was like a ¿minor electrocution feeling.¿ it was noted it would last the entire time the patient charged. It was stated it occurred a few weeks prior to report. It was noted there was no damage to the recharger and they patient had not done anything different and it was charging fine. It was further reported on the day of report the impedances were within normal range. It was noted the implantable neurostimulator (ins) site was palpated with the ins on/off and it showed no side effect similar to what the patient experienced when they would recharge. It was noted the sensation seemed to be stronger while it was charged with the ins ¿on¿ rather than with it off. It was stated the tingling sensation was not as strong on the day of report as it had been prior to report. It was stated the patient first noticed the tingling sensation at the pocket site 3 weeks prior to report when the doctor had changed their contacts during a programming session. It was further reported impedance measurements were taken on 2014-(B)(6) and no problems were found. It was stated the cause of the issue was not determined and no interventions were taken. It was noted the patient never had a compromise to their therapy.